Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient returned to the hospital on (B)(6) 2024 with sepsis and aspiration. They underwent a percutaneous endoscopic gastrostomy (peg) with j-extension which resolved the aspiration. The patient was then transferred to a skilled nursing facility on (B)(6) 2024.

Event description:
The cause of the infection was not identified. Enterococcus faecalis was identified, and the patient was put on ampicillin and ceftriaxone. The infection was not thought to be related to the device or device therapy.

Manufacturer narrative:
B5 narrative information. H6 - adverse event problem codes updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: a specific cause for the report of sepsis could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient ultimately expired on (B)(6)2024 as reported under MFR #: 2916596-2024-52906. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists sepsis and localized infection as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, contains several sections with information about how to prevent and control infection. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.